Event description:
The facility representative reported a broken door during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: this report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 28 2007. A baxter service technician evaluated the device and found cracked door assemblies 1 and 2. The reported condition of the broken door was confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.